Event description:
Patient reported that in 2005, they became unconscious and were given "cake mix or icing" by a paramedic. Pt indicated that when paramedics tested their blood surgar it was 39 mg/dl. Pt indicated that they were then given a glucose i.v. Pt indicated that they used infusion site longer than recommended.